Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, resulting in the luer connector snapping flush with the device and becoming difficult to remove; after initial attempts with the broken connector remnants were unsuccessful, the patient used needle-nose pliers and tweezers to remove the broken luer connector, and blood glucose at the time was 148 mg/dl. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the connector fracture was resolved by user-performed removal without further device alerts or alarms. It was concluded that the event involved a mechanical break of the luer connector consistent with damage from a drop, with no adverse health consequences.